Event description:
Consumer reported complaint for error message (e-5). Girlfriend is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/30/2024 and open vial date is 04/28/2023. At the time of the call the customer reported he has been throwing up and believed his blood sugar to be high; customer was going to seek medical attention and call 911.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 01-may-2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated symptoms had improved. Medical intervention since the last call was reported; customer had gone to the hospital. Customer's blood glucose test result when at the hospital had been 1513 mg/dl. The diagnosis was high blood sugar. Customer was currently still in the hospital. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 19-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.